Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.2-p001. Cloud - operating system n5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported due to the pod leaking insulin, the patient was feeling ill and was admitted to the hospital. Several pods from the same batch were reportedly faulty. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.